Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed 2 non- penumbra coils and one smart coil using a non-penumbra microcatheter. The physician then experienced resistance after advancing another smart coil in the introducer sheath of the microcatheter and, therefore, the smart coil was removed. The procedure was then completed using five additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #1 3005168196-2019-01498 MFR report: 1. Section b. Box 5. Describe event or problem results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends near the mid-joint. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The mid-joint outer diameter (od) was measured using a ring gauge (fx7487) and was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock and bends near the mid-joint. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the mid-joint is positioned proximal to the friction lock, resistance may be experienced during advancement of the smart coil within its introducer sheath. If the smart coil is forcefully mishandled while advancing against resistance, damage such as pusher assembly bends may occur. During functional testing, the smart coil was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Subsequently, the smart coil was advanced through a demonstration microcatheter without an issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed 2 non-penumbra coils and one smart coil using a non-penumbra microcatheter. The physician then experienced resistance after advancing another smart coil through its introducer sheath, therefore, the smart coil was removed. The procedure was then completed using five additional coils and the same microcatheter. There was no report of an adverse effect to the patient.